Manufacturer narrative:
The ga670 was delivered on 27.05.15, a repair or maintenance is not registered in sap. Visually, the dermatome is in a used condition, the device is additionally labeled with a "stranger" maintenance date (09/2017). The original maintenance stamp is missing, and should be 09/2016. Furthermore, a flap and the knurled nut of the flap rod are missing. Functionally, the ga670 is okay except the missing parts. The motor function and running noise are ok, the cutting sample was also ok. Only the two clamping levers are set "bad". The transaction is stored in the ats with the exception of further confirmation of qmv.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: USA. It is reported that the dermatome is not taking an effective skin graft.